Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost less than a minute into the procedure. A second spyscope ds ii was used, however, the image was also lost. The procedure was not completed. Reportedly, an advanix biliary stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.